Event description:
A malfunction on the pump was reported by a caller while loading a new cartridge. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, but the caller declined an out-of-warranty loaner, opting to use another pump they had, identified as the mobi. The case was then closed by technical support.